Manufacturer narrative:
Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Typically, regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the explanted device was not returned to edwards for analysis as it remains implanted in the patient. Without return of the device, edwards is unable to conclusively determine the root cause for this event. However, advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. If further information becomes available, a follow-up report will be submitted.

Event description:
Article - postoperative migration of an edwards-sapien xt mitral valve-in-valve treated with direct vision implantation during beating-heart bypass. Abstract - transcatheter valve-in-valve mitral valve replacement provides treatment options to high-risk patients but is subject to its own complications. We present the migration of a transcatheter balloon-expandable edwards-sapien xt valve (edwards lifesciences, (B)(4)) within a previously implanted surgical carpentier-edwards valve (edwards lifesciences) and our novel approach to its treatment. Summary - through written article, edwards received information that this 25mm surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of approximately seven (7) years. The reason for re-operation was due to 3+ mitral regurgitation with a mean gradient of 20 mmhg. Given the patient's age, comorbidities, and fourth-time redo status, she was judged to be at excessively high surgical risk and underwent transapical valve-in-valve insertion with a 23mm transcatheter valve. There were no complications, significant mitral regurgitation, nor gradient at the conclusion of the procedure. Three (3) weeks after the procedure, the transcatheter valve had migrated in the atrial direction. The patient was brought back and another 26mm transcatheter valves was implanted. This (B)(6) female was later discharged on pod #13 to a nursing facility. Per the article, a combination of deployment with a degree of atrial protrusion at the first transapical mitral transcatheter valve-in-valve (tamvi) and a degree of undersizing were the main factors contributing to the apical migration of the first valve.

Manufacturer narrative:
Corrected data: edwards lifesciences has identified that this event is a duplicate event in which MFR # 2015691-2014-02731 has already been submitted.